Manufacturer narrative:
It was reported from the site that the death was not related to the device or implant procedure but due to the right heart failure. It was also stated that the pump and equipment would most likely not be returned and used for training purposes. It was further stated that no autopsy had been confirmed being done. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Clinical factors such as the occlusion of the right coronary artery (rca) contributed to the patient death. The events that led to death and the right ventricular failure are associated with the progression of patient's disease process and comorbidities. There are no allegation of a device malfunction or issues related to the device or issues related to the implant procedure. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient experienced a right ventricular (rv) infarct on (B)(6) 2017 while in the intensive care unit (ICU) post left ventricular assist device (lvad) implant. It was stated that this let to hemodynamic collapse and decreased flows on the lvad. A veno-arterial (va) extracorporeal membrane oxygenation (ECMO) was placed to attempt to recover the right ventricular function. It was further stated that a percutaneous coronary innervation (pci) was done to open occultation in the right coronary artery (rca), nevertheless, the rv function did not recover. Eventually the site decided to cease treatment and the patient was stated to have died on (B)(6) 2017. Patient was implanted as destination therapy. No additional information available.